Manufacturer narrative:
Upon further review of the complaint, it was determined that the date of event was not documented. The date of event has been updated to (B)(6) 2015. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was inconsistent power during power check with test bench. Therefore, the reported condition was not duplicated nor confirmed. An assignable root cause was not determined. However, it was determined that there was corrosion on components. It was determined that this was due to improper cleaning/care and immersion. All available information has been disclosed. If additional information should become available, an update report will be submitted accordingly.

Event description:
It was reported that during equipment inspection, it was observed that the electric pen drive device continued to run without using the hand switch. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.